Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was saturated sieve beds. Additional malfunction was a leak in the product tank hoses.